Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally turned off the carbohydrate (carb) feature. Tandem technical support guided the customer through turning the carb feature back on. Customer's blood glucose level was not impacted.